Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis of the lead demonstrated a rubbed through insulation at approx. 6.5 cm distal to the is-1 connector pin as well as at some 20 cm distal to the is-1 connector pin. These findings can be considered as the root cause for the observed noise mentioned in the complaint description. Based on the characteristics of these damages, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Interaction between the lead body and a generator housing at both sections should be taken into consideration. The deformations of the rv shock coil resulted most likely from the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - noise that was oversensed was noted on this rv lead. The lead was explanted and returned for analysis. No adverse patient side effects have been reported.